Event description:
The clinician reports the implant was inserted on (B)(6) 2020 in ada 30. On (B)(6) 2024, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.